Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. A broken approximately .098 x .146 in size was missing as a result of the breakage. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional information not reported by the site was the instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. There were no signs of thermal damage that were observed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the rubber piece on the precise bipolar forceps was broken. A backup instrument was used and the procedure was completed with no reported injury.